Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2019: discharge echocardiogram = mr grade 1+, mean mitral valve gradient 5.6mmhg; (B)(6) 2019: follow-up echocardiogram = mr grade 1+, lvef 30%, mean mitral valve gradient 4.4mmhg. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to access site bleeding observed post the second mitraclip procedure on (B)(6) 2019. It was reported that on (B)(6) 2018, one mitraclip was implanted in the patient with ischemic and chronic functional mitral regurgitation grade 4+, reducing the mr to grade 2+. On (B)(6) 2019, the patient presented with no significant improvement from the previous clip and mr grade 3+. There was a primary jet at a2p2 and secondary jet at a3p3. Reportedly, there was no device malfunction with the previously implanted mitraclip. The previous clip had remained stable and well seated on the leaflets without any tissue damage or injury related to this device. On (B)(6) 2019, another mitraclip was implanted at the a2p2 region without a device deficiency and reducing the mr to grade 2+. Post-procedure, access site bleeding was observed one hour post femoral stitch removal. As treatment for the bleeding, a pressure bandage was applied and the event resolved. On (B)(6) 2019, a discharge echocardiogram was performed. The mr was grade 1+ and the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of hemorrhage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the hemorrhage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.